Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that while using trans-ray plus 7.5fr 35cc iab on patient in the cardiac catheterization room, it showed automatic ECG trigger, direct input of arterial pressure with optical sensor, and input of brachial arterial pressure information to cardiosave via external monitor used. Issue occurred prior to the catheterization, hence there was no patient harm reported.

Manufacturer narrative:
Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Parent record- (B)(6).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11 ,b7 (other relevant history).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. The 7.5fr sheath was returned covering the catheter tubing and a portion of the rear seal. Two kinks were observed on the catheter tubing approximately 74.2cm and 36.3 from iab tip. The optical fiber was found to be broken approximately 21cm from the iab tip. The three-way stopcock and extender tubing were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - d10, h3,. Due to character limitation, below field is added from e1event site full name - (B)(6).

Event description:
N/a.